Event description:
It was reported that the gastrointestinal videoscope experienced occasional image blackout during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the image flickering after image blackout was due to meeting hot and cold water. Component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.